Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable, motor fault, low peak inspiratory pressure, and low minute ventilation alarms. The customer performed troubleshooting, but the issue was not resolved. The customer determined the most likely cause of the reported issue is the main printed circuit board assembly. The issue occurred during patient use; the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component was performed. The reported complaint was able to be confirmed and duplicated. R608 is faulty. This is a known issue for main print circuit board assembly built before 21 april 2014. This issue will be internally investigated within vyaire.